Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/20/2025, it was reported by a sales representative via (B)(4) that an ar-8737-37 hex driver broke off inside the patient. The fragment was able to be retrieved. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-8737-37 batch 1392147 was received for evaluation. Visual inspection revealed that the tip of the device had broken off; no fragments were received for evaluation. A functional test was not performed due to the device's damage. The device's overall length was measured according to drawing c16684, revision 7. Drawing specifications: 3.74 + 0.01/-0.02 inches results: 3.70 inches. The device is shorter due to the breakage. The most likely cause of the reported and observed failure is a user error. Including excessive force, misalignment of the insertion, and over-torquing. The device was manufactured in 2021.